Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device could not be powered on. The readiness display showed all three icons (charge-pak, attention and service wrench). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to the vlcd voltage line of the digital pcb assembly. However, further cause could not be determined. The customer was sent a replacement device.